Event description:
A nurse called on behalf of the customer to troubleshoot the pump. It was stated that the customer was hospitalized for dka. Troubleshooting was performed. The pump passed all the testing. It was indicated that the customer has scar tissue and has multiple health problems. The dr could not determine the cause for dka. The customer was not aware of the two high bg rule. The alarm history revealed an alarm. The bolus history has the correct amounts.